Event description:
A vns consultant went to a clinic visit and it was noted after review of programming history in the site's handheld that there had been a generator diagnostic test performed on (B)(6) 2012 the patient's generator had been reset to 0.00ma. The patient's settings were not reviewed with a final interrogation prior to the patient leaving the office and was subsequently programmed to unintended settings from the test. The patient would not have been receiving therapy. The patient returned to the office on (B)(6) 2012 and the settings were corrected at that time. The site is now aware how to prevent this from happening.